Manufacturer narrative:
Stryker evaluated the customer's device and was not able to duplicate or verify the reported issue. Stryker replaced the device's main keypad as a precaution. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report their device's charge button needs to be pressed multiple times before the device will charge. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.